Event description:
It was reported that during a pta treatment procedure, the xxl balloon catheter was slow to deflate. The lesion being treated was a 90% stenotic lesion in the superior vena cava. When the balloon was inflated to 6 atms, it was very slow to deflate. The physician noted that there was resistance when the balloon was inflated. The procedure was completed with another xxl balloon catheter and there were no patient complications. Current patient status is reported as 'good'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.